Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified product labels of the products implanted. As such no statements regarding the condition of the implants can be made. A review of the device manufacturing records confirmed no abnormalities or deviations. A review of the raw material certificate confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. The reported product was reviewed for compatibility and it was determined that the following implants are not compatible as per instruction. It has been noticed that the combination of the products used in surgery is unapproved as the cage used is not part of the compatible devices listed in the instruction for use, as well as the bearing. It is possible that an unapproved combination could contribute to the reported event. Further, it is not possible to determine if and to what extend the patient¿s fall contributed to the implant fracture. In conclusion, since the cause may be multi factorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 - foreign: australia. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial hip arthroplasty and subsequently a revision surgery was performed due to the fracture of the acetabular component post fall. Attempts have been made and no further information has been provided.